Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the vet that an animal underwent an oophorectomy procedure on an unknown date and suture was used. Three or four days post op the vet noted a rupture of the abdominal wall suture. The knots were intact. The animal had a new surgery for eventration.